Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The s/n label located between the belt clip rails has rubbed off and become illegible. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the problems with the buttons on insulin pump. Customer¿s blood glucose was unknown. Customer also reported that the missing serial number from the insulin pump. Customer stated that the buttons was responding now but buttons was still not responsive after battery changes. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.